Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 30 mg/dl and the blood glucose at the time of incident was 300 mg/dl. Customer stated that the screen went black and also reset the time and date. Customer was keep trying to go back main window. Customer reported that insulin pump system has not been in use within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was treated with the food and glucose tablets for the low blood glucose and treated with the insulin pump for the high blood glucose. Customer also having another relevant blood glucose values 259 mg/dl, 109 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer stated that the insulin pump had pump error alarm. Customer was able to clear the alarm. Customer performed the self test and the test was passed. Customer stated that the patient was disconnected during the rewind. The device will be returned for analysis.